Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the pressure did not increase from midway. The device was removed from the patient's body. When the device was checked, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.